Event description:
The spouse of a male pt reports the device is giving constant "adjust belt" messages. Lifecor customer support requested the pt perform a data download. A review of the download data revealed a sudden increase in right ECG fall-off. The pt's spouse reports the garment has not been changed in several weeks. A lifecor rep visited the pt the next day and confirmed all ECG electrodes were touching the skin, then performed a manual ECG recording. The rep could not change the garment since the pt could not locate it. The pt called later the same day reporting the same "check belt" messages. A lifecor rep replaced the electrode belt and garment the following day.